Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: unknown, use by date: unknown, UDI: unknown. Image review: computed tomography (CT) report review showed the aortic valve is trileaflet with mild calcification near the native commissures. The annulus perimeter measures 77.4 mm, corresponding to a perimeter-derived diameter of 24.6 mm, which supports the use of a 29 mm valve as reported. Mean sinus of valsalva (sov) diameters, as well as all sinus and coronary heights, are within the recommended range. Aortic root angulation is 46°. Transesophageal echocardiogram (tee) report review showed the valve implant appears deep, measuring approximately 10 mm on the posterior side and 8.4 mm on the anterior side. Central aortic regurgitation is observed near the right coronary cusp (rcc). Both anterior and posterior paravalvular leaks (pvl) appear moderate in severity. Mild mitral regurgitation is noted. Pressure half-time (pht) interrogation line is aligned with the pvl and measured at 333 ms, consistent with moderate aortic insufficiency (<(><<)>200 ms is severe). Intraprocedural fluoroscopic images from the index procedure were submitted for evaluation. There is no evidence that a fluoroscopic valve load inspection was performed; therefore, confirmation of proper valve loading cannot be established. Additionally, a pre-implant balloon dilation was not conducted prior to valve implantation. The imaging demonstrates at least one instance of partial valve recapture. The valve was initially partially deployed, but subsequent images show full recapture with the delivery catheter system (dcs) withdrawn to the aortic arch for reasons not specified. Valve deployment was subsequently carried out just prior to the point of no recapture, followed by a depth assessment. Valve depth was measured at approximately 7¿8 mm on the non-coronary cusp (ncc) in the cusp overlap view and 6¿7 mm on the left coronary cusp (lcc) in the lao view. According to the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, recapture should be considered. No further deployment attempts were observed, suggesting the valve was released at this position. A final aortogram was not performed following valve implantation, precluding validation of final implant depth and assessment for aortic regurgitation or paravalvular leak. Post-implant fluoroscopic images were provided, which included coronary angiography confirming adequate flow to both the right and left coronary arteries. A subsequent aortogram revealed that the valve appeared to be positioned deep with evidence suggestive of moderate aortic regurgitation/pvl. There is no documentation of any intervention performed during the post-implant catheterization. Updated: a2, b1, b2, b3, b5, h1, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 11 months following the implant of a transcatheter aortic valve, an echocardiogram revealed moderate paravalvular leak (pvl) as well as reduced ejection fraction. Additional information was received that the patient was being evaluated for possible valve-in-valve replacement or explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 11 months following the implant of a transcatheter aortic valve, an echocardiogram revealed moderate paravalvular leak (pvl) as well as reduced ejection fraction.

Manufacturer narrative:
As it pertains to the valve, additional information received shows that this device has malfunctioned; however, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Let this supplemental 002 reflect a reportable malfunction against the valve. As it pertains to the dcs, additional information received shows that there is no information to reasonably suggest that the dcs in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, the dcs does not meet the reporting requirements in 21 cfr 803. Let this supplemental 002 reflect this is no longer a system report. Updated data: b1. Product problem. B5. A third paragraph was added. H1. Malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one year and 11 months following the implant of a transcatheter aortic valve, an echocardiogram revealed moderate paravalvular leak as well as reduced ejection fraction. Additional information was received that the patient was being evaluated for possible valve-in-valve replacement or explant. Additional information was received that no intervention or treatment has been performed.

Event description:
It was reported that approximately one year and 11 months following the implant of a transcatheter aortic valve, an echocardiogram revealed moderate paravalvular leak as well as reduced ejection fraction. Additional information was received that the patient was being evaluated for possible valve-in-valve replacement or explant. Additional information was received that no intervention or treatment has been performed. Additional information was received that approximately two years following the valve implant, the valve was explanted and replaced with a medtronic tissue valve.

Manufacturer narrative:
Updated: b1, b2, b5, d6b, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.